Event description:
The catheter was zero adjusted prior to the surgery, the value was displayed as 130mmhg. Zero point could not be adjusted because the value could not be reduced only until 60mmgh. The physician had to use another from their stock. No pt contact was reported.